Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with intermittent right ventricular lead noise oversensing. The physician elected not to perform an intervention. The patient was in stable condition.